Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient of having a "racing heart" the day after the programmed setting on the device were adjusted. It was thought that settings may have been lowered. The device remains in use. No patient complications have been reported as a result of this event.